Manufacturer narrative:
The insulin pump passed displacement test, self test, unexpected restart error test, basic occlusion test, occlusion test, prime test and excessive no delivery test. All buttons functioned properly no damage on the keypad assembly. Inspected the connector on lcd and no unlock keypad connector. The device was received with cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low and high blood glucose events. Customer's low blood glucose value was 67 mg/dl and a high blood glucose reading of 400 mg/dl. Customer treated with food for the low blood glucose and manual injection for the high blood glucose. Customer stated that she had low blood glucose reading at midnight and get high blood glucose reading in the morning. Customer's blood glucose was at 64 mg/dl at the time of call. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer declined to check if settings were correct. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. Customer reported that the blood glucose reading was at 600 mg/dl at one point and was brought down to 300 mg/dl after manual injection treatment. Customer also mentioned that the insulin pump had a no delivery alert prior to high blood glucose event. Customer also reported that the insulin pump alarmed button error and troubleshooting was performed and completed. Customer confirmed that the time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.